Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported issue (broken probe) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the broken probe was likely due to the following mechanism: 1) activated output while the probe tip was contacting hard objects such as metal clips, stapler, or other instruments. This caused the probe tip to be scratched. Also, an error occurred. 2) continued activating output in the state described above. This caused an applied load to the probe tip and cracks formed due to the scratches on the probe tip. 3) the probe was subjected to an applied load and ruptured. Retrieval of the broken probe from the patient¿s body was required. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.¿ this supplemental report includes additional information received from the customer. B5 updated accordingly. An update has been made to d9 and h3 from the initial medwatch. A correction has been made to a3 to include information that was inadvertently not included in the initial medwatch. Also, additional information has been added to d4 and h4. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the subject device fell off and inside the patient's body while processing the vaginal area. The surgeon was performing sealing at the time of the incident. It was stated that the device likely hit the vaginal dilator. The procedure was prolonged by five minutes to locate and retrieve the device using forceps. There is no problem with the patient¿s current condition, nor impact to the procedural outcome due to the incident.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that towards the end of a total laparoscopic hysterectomy (tlh), therapeutic procedure, the probe of the sonicbeat broke and fell off inside the body. The fallen off part was collected. A crack error occurred before the probe broke. A different device was used to complete the procedure. No health damage to the patient. The device was inspected before use and no abnormality was noted. Follow-up information has been requested and pending at the time of the assessment.